Manufacturer narrative:
Patient identifier, other relevant history, including preexisting medical conditions and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age is unknown. Lot information unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was a broken/fractured component.

Manufacturer narrative:
Follow-up submitted to report device evaluation.